Manufacturer narrative:
(B)(4). Concomitant medical products: 110008317, alps mis drill guide lk 2.7mm, 259960. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02265.

Event description:
It was reported that during the plating system procedure, the drill was stuck and would not move in any degree angle. The surgeon used another drill and guide to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed significant wear to the drill. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cat#: 214227160 lot#: 065987 was issued to 7 separate lots, the device was from one of the following lots: UDI: (B)(4). Device manufacturer date- 16 sep 2017. UDI - (B)(4). Device manufacturer date- 16 sep 2017. UDI - (B)(4). Device manufacturer date- 17 sep 2017. UDI - 264490; (01) 00887868024979 device manufacturer date - 19 sep 2017. UDI- (B)(4). Device manufacturer date - 25 sep 2017. UDI- (B)(4). Device manufacturer date - 22 sep 2017. UDI- (B)(4) device manufacturer date - 23 sep 2017. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.